Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with the implantable cardioverter defibrillator exhibiting far field r-wave oversensing on the atrial lead. Device programming recommendations were made but not yet performed. The patient did not receive any inappropriate therapy. No further information was available.